Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (dcs), a pseudoaneurysm of the deep femoral artery was detected in the puncture site of the right inguinal region. Six days post implant, an endovascular repair was performed. No other adverse patient effects were reported.